Event description:
A malfunction alarm was reported, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which the customer followed, resolving the issue. The customer was instructed to continue using the pump and to contact technical support if the malfunction reoccurred, acknowledging and understanding these instructions.